Manufacturer narrative:
The customer may had the incorrect code key in the meter at the time of the high result. The test strips were requested for investigation, however, the customer has used up all the test strips. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high glucose result for 1 patient tested on inform ii meter with an unspecified serial number compared to a different manufacturer's instrument. The result from the inform ii meter was 4.6 mmol/l. The result on the different manufacturer's instrument from the same sample tube was 1.5 mmol/l.